Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. Customer reports that the charging cable and adapter supplied by adc was used with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. Customer reports that the charging cable and adapter supplied by adc was used with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Reader (B)(4). Has been returned and investigated. Visual inspection has been performed on the returned reader and minor damage was observed to the usb port on the returned reader. Damage was observed to the plastic channel retaining the pins of the usb port. The damage observed to the plastic channels was likely the result of an incorrectly inserted usb cable. Reader was successfully connected with software and observed the reader to be charging. Functionality of reader was not impacted by minor damaged usb port and dis not contribute to the customers complaint. The customer returned the usb charger and usb cable with the reader. Visually inspected the returned usb charger and usb cable and no damage was observed. No opens or shorts were observed. Usb/charging cable passed testing. Visual inspection has been performed on the power adapter and no issues were observed. Performed load test on the power adapter and results were within specification. The power adapter voltage was measured to be within specification range (4.75v-5.25v). There was no evidence of too hot to hold was observed. Built-in reader test was performed and the reader passed the test. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no evidence of damage, burn marks or corrosion observed. The returned battery voltage was measured to be within specification range. Reader was also monitored under thermal camera during operation and temperature was observed to be below 30°c. Off-current was measured within specified range. No evidence of "too hot to hold " was observed. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.